Event description:
(B)(4). I had the procedure in (B)(6) 2011, by 2014 I was having numerous side effects. Extremely heavy bleeding to the point I had to have mirena inserted to ease bleeding, severe migraines, nerve pain, major fatigue, brain for, hair loss, weight gain. Was covered by insurance provider.